Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient developed glistening's that impacted visual acuity. Additional information has been received and stated that the patient experienced glare which is more in left eye than right eye. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).